Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During investigation, the customer's problem was found in the event log history. This error is due to a key on the keypad being shorted and will be replaced by service to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that the device gave an error alarm with code 45520. No adverse effects to patient were reported.